Event description:
The patient reported that there was a problem with the pacing threshold of their pacemaker leads. Follow-up investigation confirmed that the right atrial (ra) lead exhibited high thresholds, and the patient has been referred to an electrophysiologist. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called again to report going to the hospital to consult about having leads replaced. The doctor informed the patient the leads were coming loose from the heart and the patient said it¿s because the leads were too short to begin with. Follow up confirmed there was micro-dislodgement on the patient¿s right ventricular (rv) and ra leads. There were high thresholds on the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leads were explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.